Manufacturer narrative:
Clinical review: there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) reported having an existing hernia during a call to customer support for drain issues during pd treatment. Additionally, the patient reported having intermittent symptoms of diarrhea and constipation. There were no reported allegations that the hernia, constipation and diarrhea was related to issues with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated the patient began pd therapy a few months prior (exact date not provided). The nurse stated the patient had a pre-existing (prior to start of pd therapy) lower quadrant abdominal hernia for which the patient has been monitored. The nurse stated the patient¿s hernia has not worsened since start of pd therapy and reported no symptoms of the hernia. The hernia has not required any medical intervention. The nurse stated the patient has to reposition during pd treatment because the hernia can impair patient¿s ability to drain during pd treatment. Additionally, the nurse stated the patient¿s concomitant constipation effects the patient¿s ability to drain. Per the nurse, the reported symptoms of constipation and diarrhea were also pre-existing (prior to start pd therapy) and is chronic in nature. The patient is followed by a gastroenterologist for this issue (unrelated to dialysis). The nurse confirmed the patient did not have any adverse effects due to fresenius products.

Manufacturer narrative:
Plant review: device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. An associated cause was not determined.

Event description:
A patient on peritoneal dialysis (pd) reported having an existing hernia during a call to customer support for drain issues during pd treatment. Additionally, the patient reported having intermittent symptoms of diarrhea and constipation. There were no reported allegations that the hernia, constipation and diarrhea was related to issues with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated the patient began pd therapy a few months prior (exact date not provided). The nurse stated the patient had a pre-existing (prior to start of pd therapy) lower quadrant abdominal hernia for which the patient has been monitored. The nurse stated the patient¿s hernia has not worsened since start of pd therapy and reported no symptoms of the hernia. The hernia has not required any medical intervention. The nurse stated the patient has to reposition during pd treatment because the hernia can impair patient¿s ability to drain during pd treatment. Additionally, the nurse stated the patient¿s concomitant constipation effects the patient¿s ability to drain. Per the nurse, the reported symptoms of constipation and diarrhea were also pre-existing (prior to start pd therapy) and is chronic in nature. The patient is followed by a gastroenterologist for this issue (unrelated to dialysis). The nurse confirmed the patient did not have any adverse effects due to fresenius products.